Event description:
The manufacturer received information alleging a trilogy ev300"ventilator service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the philips investigation lab (pil) and a failure of the display pca was confirmed. The device would not turn on and was unable to download the event log. The pil has determined that the ic cpu u14 is faulty and is the cause of the failure. The faulty display pca has been scrapped. In addition, the pil inspected the system pca, speaker l2 and buzzer l2 and was unable to duplicate failure, alarms or error codes and has determined that all components function as designed. Visual inspection found no defects. The system pca, speaker and buzzer were scrapped.